Manufacturer narrative:
The manufacturer previously reported information in reference to their husband had passed away and they wanted to inform us that the device is "in there end and since no one will use the device." They wanted to inform us that "she will not send back the device only informing that she want that stop and notification regarding the device since the patient already past away." On the previously submitted report, the device problem code was entered incorrectly in section h. It is corrected on this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging their husband had passed away and they wanted to inform us that the device is "in there end and since no one will use the device." They wanted to inform us that "she will not send back the device only informing that she want that stop and notification regarding the device since the patient already past away." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging their husband had passed away and they wanted to inform us that the device is "in there end and since no one will use the device." They wanted to inform us that "she will not send back the device only informing that she wants that stop and notification regarding the device since the patient already past away." Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.